Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to lead fracture which noted high impedance out of range and loss of capture (loc). A new lead was implanted. No additional adverse patient effects were reported.